Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified max air alarm occurred on an amia automated pd system. This event occurred during use with patient involvement. There was no report of patient injury or medical intervention associated with this event. No additional information is available.